Event description:
The pes power cord had exposed wires and was sparking. When the cord was move slightly, the unit would turn off. The power supply was replaced.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device was not returned. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
One cardiomems power cord was received for analysis. The complaint involving power issue on the power cord was confirmed as an electrical shortage was observed with the use of a multimeter. There was no evidence of sparking during the investigation. Review of the device history record was not possible as the lot number is unknown.